Event description:
It was reported that during an unknown procedure, the white pad on the tip of the hand piece fell off on the mayo stand. The piece fell off after device was used. It is unknown how the case was completed. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.